Manufacturer narrative:
Device eval summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the charger/modem was found to have an intermittent connection in the power supply brick. The root cause of the intermittent connection could not be positively identified. No adverse event occurred due to the intermittent connection inside the power supply brick. The last pt to use this charger/modem did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was powering up intermittently. The last pt to use this charger/modem did not report any deficiencies.